Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced conspicuous wound exudate and wound conditions and that an infection was suspected. It was further reported that the patient was trialing the spinal cord stimulation system since (B)(6) 2022 and that the ¿infection was noticed after opening the wound sites¿ on (B)(6) 2022 during the planned permanent implant procedure. The patient¿s leads and extensions were explanted and sent to the clinics microbiology department for further testing; no additional information was provided at the time of report. It was unknown whether the issue was resolved at the time of report. It was noted the patient¿s wireless external neurostimulator (wens) was ¿discharged in or¿ (operating room). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2022, explanted:(B)(6) 2022, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6)2022 , explanted: (B)(6) 2022, product type: lead. Product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: extension. Product ID: 37081-40 serial# : (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: extension. Product ID: 37500301, lot#: 162204221, product type: accessory. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-jan-2024, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 04-jun-2025, UDI#: (B)(4). Product ID: 37081-40, serial/lot #: (B)(4), ubd: 30-sep-2025, UDI#: (B)(4). Product ID: 37081-40, serial/lot #: (B)(4), ubd: 30-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.